Manufacturer narrative:
(B)(4). Foreign body retained, additional surgery needed to remove foreign body. Concomitant medical products; it was undetermined what product malfunctioned. Other possible products involved are: item#: 110024773, juggerstitch curved implant; lot#: 603010. Manufacture date: jun 27, 2022. Expiration date: jun 27, 2027. UDI: (B)(4). Item#: 110024773, juggerstitch curved implant; lot#: 157430. Manufacture date: may 3, 2022. Expiration date: may 3, 2027. UDI: (B)(4). Report source: foreign japan. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted in patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon was able to bend the instrument during the patient's surgery. Subsequently, during a follow-up visit it was found that the instrument fractured, and a foreign body was retained by the patient. The patient will be scheduled for a revision surgery to remove the foreign body at a later time once the patient has healed. Attempts have been made and no further event information is available at the time of this report.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. The root cause of the reported issue is attributed to user error. The user bent the juggerstitch. IFU 01-50-1123 rev. G "biomet sports medicine juggerstitch¿, maxfire¿ and maxfire marxmen¿ meniscal repair devices" states "instruments, which have experienced extensive use or excessive force, are susceptible to fracture." Per the surgical technique for juggerstitch meniscal repair device, "user-initiated bending of the device needle may result in implant non-deployment. If needle bending is observed during use, a new device may be needed." If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. Visual examination of the provided pictures identified the tip of a juggerstitch device which had broken off. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combinations for lots 558200 & 603010. Review of complaint history identified additional similar complaints for the reported item and part and lot combination for lot 157430. Medical records were not provided. The root cause of the reported issue is attributed to user error. The user bent the juggerstitch. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision surgery to remove the foreign body approximately four (4) months after the initial meniscal surgery.